Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and rupture discovered at explant. The device has been explanted. Later healthcare professional reported "hole on patch side" and "fibro-membranous tissue and reactive changes consistent with capsule per pathology report".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: no other observations observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and rupture discovered at explant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.